Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. The needle was not returned. The swg was unraveled, had multiple kinks and stretched coils, and showed evidence of use. Visual examination revealed the swg is unraveled from the distal and proximal ends. The distal end of the core wire protruding was flat and retained the j shape. The proximal end of the core wire was curved, and the protruding core wire was circular. Microscopic examination of the swg confirmed the distal end inner core wire fractured off adjacent to the distal weld. The distal weld was present at the end of the unraveled coil wire. The proximal end inner core wire was fractured off, but the proximal weld was not returned or present at the end of the unraveled coil wire. The broken core wire measured 573 mm in length which does not meet specification. This indicates a piece of the swg is missing. The outside diameter of the swg was measured and met specification. A device history record (DHR) review was performed and no relevant manufacturing issues were identified. (Con't) other remarks: the instructions-for-use (IFU) supplied with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The swg core wire was broken adjacent to the distal weld and fractured off on the proximal end. A DHR review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of the swg and needle resistance could not be determined based upon the information provided and without the needle being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "during the withdrawing, the swg (spring wire guide) it was wedged in the needles, the swg was delaminated and stretched." Event was reported as occurring in the operating room. It was reported there was no injury to the patient, or delay in treatment. Another device was obtained and used to complete the procedure.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "during the withdrawing, the swg (spring wire guide) it was wedged in the needles, the swg was delaminated and stretched." Event was reported as occurring in the operating room. It was reported there was no injury to the patient, or delay in treatment. Another device was obtained and used to complete the procedure.